Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:¿ the logs were reviewed from 5/7/2020 to 5/14/2020. A review of the logs indicates that no bg reading below 54 mg/dl was recorded by the continuous glucose monitor (cgm) during this time frame. The user did not enter in any bg below 54 mg/dl during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40's mg/dl range; cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.